Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump was monitored. No frozen display noted. Missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump had a frozen display. No further information was provided.